Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv- adult. The cause was determined to be use error, tidal total uf removal set too low.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with feeling full during dwell 4 of 4 on the homechoice machine(hc). The home patient(hp) stated he already manually drained out 2560ml, then bypassed to the end of therapy before falling asleep. The technical service representative(tsr) assisted the hp to perform another manual drain of 1356ml because the numbers were low, for a total of 3916ml(therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp stated the hc has not been working correctly. The tsr initiated a swap of the hc. The hp does not have a pro card and the nurse will help him program the new hc. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.